Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating motor error alarm from the insulin pump. The customer's blood glucose reading was 170 mg/dl. The customer stated that he had an MRI in the morning and forgot to remove the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer reported motor position encoder error. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump failed the displacement, and motor error alarms, and a motor position encoder error alarm was found in the alarm history due to an out of phase motor encoder signal. Unable to perform the unexpected restart, occlusion, prime or excessive no delivery alarm tests due to the motor error alarms. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, a cracked lcd window and minor scratches on the lcd window.